Manufacturer narrative:
UDI is unknown. No information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual inspection found the front cover has permanent stain, water tank cover broken in multiple places, missing interlock block, reflux plug damaged, quick connect corroded and the line cord discolored. Functional testing was not performed. Replaced water tank cover and made repairs. Device passed all functional testing. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken.

Event description:
It was reported that the device is leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.